Manufacturer narrative:
(B)(6). A getinge field service engineer (fse) conducted a machine assessment and replaced the drive manifold. The unit passed all the performance and safety tests in accordance with the factory specifications. The unit was returned to the customer and was ready for clinical use.

Event description:
It was reported during a routine inspection that cs100 intra aortic balloon pump (iabp) had autofill failure alarm and drive manifold test failure. No patient was involved.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (medical device ¿ problem code & findings), e3.